Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "air in line" which was verified through a review of the event history log by the presence of "air-in-line!". Evaluation was not able to reproduce the error. The cause was determined to be a failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. The problem was found during central sterile processing in the biomed service department. There was no patient involvement. No additional information is available.